Event description:
Reportable based on analysis completed (B)(4) 2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The unknown target lesion was severely calcified. The 2.75 x 16 mm promus element was advanced but failed to cross the lesion. The physician attempted to advance a 2.75 x 8 mm promus element; however, this device also failed to cross the lesion. The procedure was completed with a non-bsc stent. There were no patient complications reported. However; returned device analysis revealed a shaft fracture.

Manufacturer narrative:
Device is a combination product. Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified a shaft hypotube break located 21 cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).